Event description:
Review of the log files confirmed a driveline power fault. The pump appeared to be operating as intended. The current sense for power line b appeared to be fluctuating below the threshold triggering an alarm. It was not able to be determined if the driveline was having continuity issues. X-rays of the patient's driveline were taken. Possible areas of wear were seen along the modular cable. The modular cable and system controller were exchanged. Following the exchange, power b faults did not return. Related MFR # of the modular cable 2916596-2023-01999.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files. The system controller (serial #: (B)(6)) was not returned for analysis; however, 3 log files were submitted for review. A review of the submitted controller event log files contained overlapping data spanning approximately 15 days ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). On (B)(6) 2023 at 22:19:27 a pwr_b_broken fault was triggered and activated driveline power fault alarms beginning at 22:20:56. The driveline power fault alarms remained active until 23:36:50. The pwr_b_broken faults cleared as well. There were no other notable events active in the log file. Pump operation was not affected. On (B)(6) 2023 at 13:15:07 and at 21:53:34 a pwr_b_broken fault was triggered. Driveline power fault alarms were active beginning at 21:53:36 and remained active until the end of the log file. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information communicated on (B)(6) 2023 stated that x-rays of the driveline were submitted for review. Technical services reviewed the submitted x-rays and recommended replacing the modular cable and system controller and to continue to monitor. Additional provided information communicated on (B)(6) 2023 stated that the patient has come back with a driveline fault alarm. The modular cable and system controller were changed. Multiple good faith efforts were sent to retrieve additional information regarding the patient age/date of birth, patient weight, lot number of modular cable, the onset date of the driveline damage, if the alarms have resolved, if any troubleshooting was performed, and if any product would be returning for evaluation; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline power fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline power fault. It was noted that the patient's driveline had previously been repaired with rescue tape. The alarm was removed from the system monitor with no return.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.